Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed self test, e21, a21 alarm and displacement tests. No unexpected sluggish start up noted. The insulin pump has minor scratches on the lcd window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported that every time she changes the battery, the insulin pump keeps resetting. It was stated that the unexpected restart alarms are shown in the alarm history. Customer stated the insulin pump was not stored or not in use for an extended period of time. Alarm occurred shortly after inserting a new battery. Blood glucose value is unknown. Nothing further reported.